Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit found no power supply . There was no patient harm reported .

Manufacturer narrative:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had no power supply. There was no patient harm or injury reported. A getinge field service engineer (fse) evaluated and found that there was no ac power supply to the machine. He replaced reel, ac power cord. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. Fat performed a continuity test with a multimeter on the wiring of the part and found one of the the wires faulty. Verified the reported fault of the ac power cord not providing ac power to the unit. Retaining the part in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.